Event description:
On (B)(6) 2013, it was reported to animas that allegedly the keypad buttons were intermittently unresponsive. The reporter stated the ok button as well as up and down arrow keys had to be pressed several times before they responded. There was no tearing or peeling to rubber keypad and no moisture to pump reported. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.